Event description:
User reports that the verrata wire and a balloon catheter (not a volcano corp. Product) were opened and prepared according to their respective IFU's. During the procedure the balloon catheter scratched on the wire and became stuck. Upon retrieval, the balloon had broken into two pieces. Additional information obtained from the customer indicated that no damage was observed on the verrata device during preparation and all portions of the wire were accounted for when removed from the patient. The patient was discharged from the hospital with no reported injury.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. The device was returned and investigated in accordance with volcano policy. The balloon catheter was also returned to volcano. During device evaluation it was observed that the wire was kinked at multiple locations; however, there were no other noted visual defects. An electrical resistance test was performed to find any open and/or shorts in the electrical circuit of the device and the test revealed that all three conductive bands had resistance values within specification. When functionally tested, the wire was recognized and successfully zeroed without encountering any error messages. A stable pressure signal was produced. Volcano is returning the balloon catheter to the manufacturer for their evaluation. There is no indication that the volcano device malfunctioned or contributed to this event, and no patient injury was reported; however we will continue to monitor complaint information for verrata products per our standard process. No additional investigation is planned.